Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance for blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient was put on a drip of insulin and fluids. The patient was also given dextrose. The pod was worn between 4 and 24 hours on the abdomen and was discarded. The patient was discharged after 1 day.